Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified two openings and flat creases. A leak test was performed which identified openings. A microscopic analysis was performed which identified one crack opening, one opening striated and partial delamination of valve. Based on the device analysis the final assessment is one crack opening assessed as cracked valve seat diaphragm valve, one striated opening assessed as surgical damage and partial delamination of valve due to adhesive failure.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side ¿deflation¿. Manufacturer of device is unknown. The device remains implanted.